Event description:
Bilateral breast prosthesis removed due to severe capsular contracture with intracapsular rupture which was detected on MRI. On pathological exam, focal foreign body reaction and fibrous capsule were noted. Rupture of both prosthesis could not be identified. Gel bleed was prominent with both prosthesis. This device is available for on-site inspection for a period of sixty days following the date of the incidentinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.